Event description:
Information was received indicating that during use a smiths medical cadd-legacy one ambulatory infusion pump displayed error code 13. It was reported that the patient subsequently used a backup pump to continue infusion. It was reported that the medication was administered continuously via intravenous therapy. No adverse patient effects were reported.